Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced an injury while wearing the lifevest. The skin irritation was described as a sore with scabs. The patient reported a history of a metal allergy. The patient's doctor recommended the patient remove the lifevest and apply cortisone cream. There is no alleged device malfunction associated with the skin irritation. Follow up was completed and the skin irritation was improved.